Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level would be high for a couple of weeks but then she will be low for a couple of weeks. Customer's blood glucose level was 431 mg/dl but their current blood glucose level was 132 mg/dl. The customer treated their blood glucose level with the insulin pump and manual injections. The device was not returned.